Manufacturer narrative:
The investigation determined that the issue was likely caused by a defective mixer. After exchange of the mixer, the instrument operation is stable and within specification.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received questionable low results for an unspecified number of patient samples tested with a troponin t assay on a cobas e 411 immunoassay analyzer. Roche manufactures two troponin t assays, the elecsys troponin t hs assay and the elecsys troponin t hs stat assay. It was asked, but it is not known which specific assay was used. The customer had calibration issues on the morning of the event. Eventually, calibration was successful, along with the controls. After running afternoon controls, the customer noticed that all results for troponin t were halved. Based on this, they repeated all patient samples and discovered the low patient sample results. The customer also mentioned that they were getting abnormal measuring cell current alarms. Data was provided for 2 patient samples with erroneous troponin t results. The erroneous patient results were reported outside of the laboratory. The first patient sample initially resulted with a troponin t result of < 3 ng/l, repeating with a value of 23.35 ng/l. The second patient sample initially resulted with a troponin t result of 233 ng/l, repeating with a value of 356.7 ng/l. The first patient passed away 9 minutes after the initial result was reported outside of the laboratory. There was no allegation or accusation that the result had any influence on the patient's treatment or outcome. This patient was brought into the site with cardiac arrest and their condition deteriorated very quickly. No adverse events were alleged to have occurred with the other patients. The troponin t reagent lot number and expiration date were asked for, but not provided. The field service engineer determined there was no water going through the system (either through the wash or probes). The water filter was blocked. He removed and cleaned the filter and primed the probes. He performed a system volume check and this was ok. He ran calibration and this was ok, but controls still recovered low. He replaced the measuring cell, probes, and pinch tubing. Calibration and controls were then ok. The customer later received multiple calibration failures. The engineer checked the analyzer again and ran performance testing. Performance testing was ok. He deleted calibration data and performed a blank cell calibration. The system tested ok. The engineer returned on 06-feb-2019 as all control values dropped by about half. He ran performance testing and this failed. He replaced the mixer and ran performance testing, it tested ok.